Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with attune knee system and depuy bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was removed with a light tap and there was no connection between the tibial baseplate and the cement. He noted a well-fixed femoral component. The surgeon did not comment on the patella and it was not revised. The patient was implanted with a competitor system and unknown cement products. There were no complications to the procedure. Doi: (B)(6) 2017, dor: (B)(6) 2018 (rt knee).